Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0287422. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-10-13. Medical device lot #: 1019153. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 31x5 5b ema was damaged. The following information was provided by the initial reporter: the complaint is coming from one of the diabetes patients living in (B)(6). The main complaint is about the 5mm bd micro-fine plus pen needles' quality. The patient informed that some of pn damaged in boxes.